Manufacturer narrative:
The investigation is ongoing.

Event description:
It was reported by the field clinical specialist (fcs) that during a transfemoral tavr with a 29mm sapien 3 ultra resilia valve, the valve was placed through the 16f esheath+ and while pushing through narrow and heavily calcified femorals a strut was visibly bent on fluro. When inserting the sheath into the 29mm commander delivery system (ds) there was resistance felt. The tip of the ds exited the sheath, but the valve did not. The sheath was split at the partially expanding portion of the sheath just before the expandable portion. The degree of tortuosity was mild, calcification was mild, and the minimum luminal diameter was 6.2. There are no images available. The team decided to pull the valve out with the ds and sheath as one unit and prep a new system and valve. The second valve was implanted without issue. There were no injuries to the patient.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigation's have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformance's. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The complaint for frame damage was unable to be confirmed based on no device returned nor imagery provided. Available information suggests patient factors (calcification) and/or procedural factors (high push force) likely contributed to the event as report the valve was placed through the 16f esheath+ and while pushing through narrow and heavily calcified femorals a strut was visibly bent on fluro. When inserting the sheath into the 29mm commander delivery system (ds) there was resistance felt. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Additionally, excessive device manipulation or high push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.